Event description:
The customer reported that she was treated by her health care professional for a high blood glucose reading of 294 mg/dl. The customer decline troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.